Event description:
A pump motor stall, and recovery was confirmed by telemetry on 2/25/09. The pt heard his pump alarm in 2009. The pt notified his hcp of the alarm. A motor stall message was seen on the pt therapy mgr. There were no therapy or medical problems at that time. The pt was seen in clinic approx 1 week later. Telemetry confirmed a motor stall with a tube set warning. The pt continued to have effective therapy during the motor stall. The hcp ordered the pump to be stopped and recommended pump replacement. The pt visited the surgeon at about 2 weeks later for consultation. At approx 10 days later, it was reported that the pt had died. The pump was used to deliver dilaudid and bupivacaine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.